Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context of the procedure. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The observed posterior needle tip that remained in the posterior foot pocket is consistent with the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not fully eject from the foot pocket. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the initial sheath size was 8f and was upsized to 18f. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique hole prior to an aortic stent implantation procedure. Reportedly, when the plunger of the proglide device was removed, only the white line [suture] was seen and no blue line [suture]. The sutures of two new devices were successfully pre-placed. The sheath was upsized and the aortic stent implantation procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.